Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had fracture and high/undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.